Event description:
Information received indicates when the emergency trendelenburg was activated the bed would not go into emergency trendelenburg. The trend function was working from the siderails.

Manufacturer narrative:
The technician isolated the issue to a sticking CPR/trend valve. He replaced the CPR/trend valve and the bed functioned properly.